Manufacturer narrative:
This supplemental report is being submitted to provide to the correct ¿b5¿ in the initial report, and the subject device evaluation result. Olympus received feedback from the user facility that the device did not recognize the endoscopes when they are connected. The user facility, however, did not indicate that the error e315 which indicated the unsupported scope was displayed. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was not duplicated when the evis 180 and 190 series videoscope were connected. Oekg, however, opened the device and found a lot of dust internal and also the socket not cleaned and with corrosion or rust. Based upon the information from oekg, omsc considered that the reported phenomenon was attributed to the endoscope that was connected when the reported phenomenon occurred.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before an unspecified procedure, it was found that the subject device could not recognize endoscopes and the error e315 which indicated the unsupported scope was displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.